Event description:
The customer reported that the ortho provue analyzer interpreted weakly positive reactions as negative with two samples. Visual inspection of the processed gel cards showed the reactions were weakly positive. The customer indicated that the patients were historically known to have anti-e antibody. Manual gel testing confirmed the presence of anti-e. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and reviewed pictures of the tiff images for the affected samples. The images were clear and bright and adjustments were within specifications. The fe ran reference read card and verified that the temperature settings were within specifications. Qc testing was acceptable. Repairs have returned the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).